Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia with continuous glucose monitoring readings up to 400 mg/dl while using the ilet system with an infusion set on the abdomen; the user ate a routine meal, later disconnected from the pump to shower during the hyperglycemic period, and then completed a full supply change with assistance, after which glucose trended down; no specific device or use problem was identified and the component involved could not be further specified. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was categorized as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.